Event description:
Customer reported tubing developed leak between the blue clamp and distal portion of tubing. Pt was receiving an iron infusion when rn found a small hole and resulting leak. Rn stopped infusion, changed tubing, and resumed infusion. There was no report of pt harm or medical intervention. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.